Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID# 2134265-2016-01124. It was reported that removal difficulties occurred. The target lesion was located in the superficial femoral artery (sfa). A 300cm, 8cm poly tip v-18¿ control wire¿ was advanced to cross the lesion. Subsequently, a 3.0x40x150 (4f) sterling¿ balloon catheter was advanced for dilation. However, the wire became stuck in the balloon catheter. The physician had to pull everything out, regain wire access and completed the procedure with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the unit returned with its original pouch. The unit returned has wire kinked and stuck with the balloon catheter and couldn't be removed as part of overall visual revision. The returned device matches with upn provided by the customer. The device was returned into the catheter, the wire was inspected and it has the body kinked in the middle of the device and near to the distal section. Also, the distal tip is kinked. All the outer diameter (ods) taken were compared and all of them are according to specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID# 2134265-2016-01124. It was reported that removal difficulties occurred. The target lesion was located in the superficial femoral artery (sfa). A 300cm, 8cm poly tip v-18 control wire was advanced to cross the lesion. Subsequently, a 3.0x40x150 (4f) sterling balloon catheter was advanced for dilation. However, the wire became stuck in the balloon catheter. The physician had to pull everything out, regain wire access and completed the procedure with a different device. No patient complications were reported and the patient's status was stable.